Event description:
It was reported that during implant attempt the lead had high impedance; it would not attach and had erratic pacing. It was also noted that there was a small perforation of the ventricle. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found.